Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that the ultrafiltration (uf) would not start automatically for a patient treatment while using this 2008t hemodialysis machine. The biomed confirmed that the ¿new treatment¿ button was pressed, and the tubing was in the optical detector. Ts advised swapping the functional board to resolve the issue. No additional details were documented by ts in the call notes. There was no indication that the event resulted in any patient injury or harm. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.